Event description:
In 2009 - injury occurred by overheating, felt discomfort to right-side. Removed pad only to find severe burns (photos were forwarded to MFR, continue to have scarring) blisters with infection requiring antibiotics. Scars resemble infection. Contact mastex, the following month, filed claim with (all of dept of consumer affairs and svcs, bureau of consumer services, manufacture: bilt-rite orthopedics (mastex). Dates of use: 2009. Diagnosis or reason for use: heating pad for side pain.